Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited intermittent loss of capture when connected to the pulse generator. The lead was no longer used and a new lead was implanted successfully. The patient was in stable condition post procedure.